Event description:
Boston scientific received information that during a routine implant procedure, the device and right ventricular (rv) lead were attempted to be implanted. Increased shock impedance measurements greater than 125 ohms was observed. The cause of the increased measurements were never conclusively determined. Ultimately, the device and rv lead were removed and never in service. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, review of the memory noted a manual impedance shock measurement of 122 ohms from rv coil to can, on the day of the attempted implant. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. No obstructions were noted in the lead barrels. No seal ring marks were noted as this was an attempted implant. The header passed pin gage testing, which verified the inner dimensions of the lead barrels and terminal blocks and also verified proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. A 50 ohms load was connected between rv coil and can, the shock vector used during the attempted implant. Commanded lead impedance test noted a result of 56 ohms, which is within the tolerance of the circuit. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.